Event description:
Surgery date: (B)(6) 2012. It was reported that the side of the graft broke during insertion. Although the implant was used in surgery, no patient complications were reported. Type of procedure: tlif, levels implanted: l4-l5. Stated on reported event form that no fragments of the device are remaining in the patient.

Manufacturer narrative:
(B)(4). A review of all documents included in the DHR for pd66 did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(4) 2012, which did not identify any applicable complaint trends for this fault mode. No further action is required at this time. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(6).

Manufacturer narrative:
Device evaluation summary: a visual review confirms implant breakage. Marks and plastic deformation identified were consistent with significant impact during I implantation. Fracture surface examination identified a brittle fracture with rays emanating from likely fracture initiation area. The above observations are consistent with overload.